Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.

Event description:
It was reported that the patient was being treated via sigmoid colectomy, hartmann pouch procedure. "Anesthesiologist insertion of a double lumen central line into the right internal jugular vein in the operating room during an exploratory laparotomy, sigmoid colectomy, hartmann's pouch procedure. A chest x-ray was performed in the recovery room to verify central line placement. The chest x-ray reading indicated the right internal jugular line was seen with the tip in the distal superior vena cava with the catheter extending from the right internal jugular to the right atrium and inferior vena cava. The distal tip was not visualized. The ICU nurse who received the patient post-operatively noted that the white port of the central line was patent but the brown port was occluded. The following day, the surgeon determined that a triple lumen central line was needed to provide additional venous access to infuse total parenteral nutrition, IV fluids and medication. A triple lumen central line was inserted into the right subclavian and the existing double lumen central line was removed. A chest-xray was performed immediately after the procedure to verify placement of the new central line. At that time, the radiologist identified the retained guide wire at the internal jugular site. The patient underwent an x-ray fluoroscopy procedure on (B)(6) 2014. The swg was surgically removed. The patient tolerated this procedure well and there were no complications identified". There was no further patient harm, injury, or consequence as a result of this occurrence.